Event description:
Facility alleged that the head will not go up or down. No injury reported.

Manufacturer narrative:
Tech found that the head will not go up or down. CPR functioning but no head up. Replaced the manifold to resolve this issue.